Event description:
The advocate stated the customer received a blood glucose reading of 200 mg/dl from his contour ts meter and a reading of 100 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed control tests and the results fell within the normal control range. No product will be returned. A replacement meter was sent to the customer.